Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving both higher and lower readings on the adc freestyle libre sensor compared to readings received by capillary test on the built-in meter. The readings that were reported by the customer are: sensor: 121 mg/dl vs. Capillary: 387 mg/dl and sensor: 130 mg/dl vs capillary: 387 mg/dl. The customer further reported he self-injected glucagon as treatment. None of the reported readings are consistent with the need to administer glucagon. However, it is unknown when the readings were obtained relative to when the glucagon was administered. Additionally, because the customer declined to continue troubleshooting further clarification of the details is not possible. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving both higher and lower readings on the adc freestyle libre sensor compared to readings received by capillary test on the built-in meter. The readings that were reported by the customer are: sensor: 121 mg/dl vs. Capillary: 387 mg/dl and sensor: 130 mg/dl vs capillary: 387 mg/dl. The customer further reported he self-injected glucagon as treatment. None of the reported readings are consistent with the need to administer glucagon. However, it is unknown when the readings were obtained relative to when the glucagon was administered. Additionally, because the customer declined to continue troubleshooting further clarification of the details is not possible. There was no report of death or permanent injury associated with this event.